Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic with edema on the left side due to superior vena cava occlusion. The physician placed a balloon resolving the symptoms. The system was extracted and replaced. The patient was stable post procedure.